Event description:
It was reported that the patient was brought to the operating room for CABG (rt. Internal jugular vein canalized). The fourth catheter from the same lot was checked and balloon appeared intact. It was passed through the introducer and inside the patient, the balloon did not inflate. It was removed and the balloon was broken. A new catheter was used, this time a different lot, without any problem or difficulty with the balloon. The catheter was placed and used with no complications. No patient complications were reported.

Manufacturer narrative:
The device has not been received for evaluation.